Manufacturer narrative:
The lead was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced shocks. High impedance was noted on electrodes 12 and 13. The lead was replaced due to lead breakage.